Event description:
A portion of the lead and generator were received and are currently undergoing product analysis.

Event description:
The patient's device indicated high lead impedance of >10,000 ohms. It was also noted that the patient's generator was at neos=yes. Revision surgery occurred the lead was tested with the new generator and high impedance was seen. The explanted generator was then tested with a test resistor and impedance was within normal limits. The lead was then explanted and discarded. No product return is expected. No other relevant information has been received to date.

Manufacturer narrative:
It was determined by the product analysis (pa) team that the pin inserted into the header of the returned generator was not the pin from the patient's explanted lead, but the test resistor. Therefore, no analysis is expected for the suspect device (lead) was it was reported to be discarded after surgery and was not returned for analysis." This information was inadvertently incorrectly reported on the supplemental #01 MFR. Report. This information was inadvertently reported incorrectly as the suspect device was not returned to the manufacturer. (B)(4).

Event description:
It was determined by the product analysis (pa) team that the pin inserted into the header of the returned generator was not the pin from the patient's explanted lead, but the test resistor. Therefore, no analysis is expected for the suspect device (lead) was it was reported to be discarded after surgery and was not returned for analysis. Pa for the returned generator was completed. Various electrical loads were attached to the generator and results of the diagnostic tests demonstrated that accurate resistance measurements were obtained in all instance. The neos = yes condition was duplicated in the pa lab. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed the generator performed according to functional specifications, with the exception of the expected low battery voltage due to vns battery depletion. There was no data available in the in-house programming history database for this patient¿s generator. A battery life calculation estimate was performed using only the ¿as received¿ parameters. Based on the ¿as received¿ parameters, the battery life calculation resulted in a minimum of 9 years remaining until the neos = yes condition. However, with the combination of the reported ¿high impedance¿ on the lead during the time the device was implanted, the programmed output current setting would require a ¿vboost¿ compliance voltage that exceeds the maximum compliance voltage capability for the device. Longevity estimates are not guaranteed compliance voltages that exceed the capability of the device. This is not considered a device failure, but an expected event in the presence of high impedance. Therefore, the electrical performance of the generator, as measured in the pa lab, were used to conclude that no anomalies exist and the neos = yes condition is an expected event.